Manufacturer narrative:
Initial and final (B)(4) - device 4 of 8.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced eight infusion sets insulin flow blocked alarm events on (B)(6) 2026. The patient experienced low blood glucose, which was corrected with food and drink. No further information is available.